Manufacturer narrative:
UDI: (B)(4).initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gauge was damaged on the motor device. It was further determined that the motor pin was broken by overheating and the motor speed was too low. It was further determined during the pre-repair diagnostics assessment that the device failed for cutter lock, temperature, rotational speed and for oil leak. It was noted on the service order that the motor was noisy and slow. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.